Event description:
A pt underwent a CT chest, abdomen, and pelvis. The pt was put on the table around 10:30 am and an IV was started and an injection of 100cc optiray administered with a ct9000 front-load injector with optibolus. After the procedure was completed the pt was complaining of feeling funny in their chest. Two radiologists came to the room and monitored the pt. Both observed blood pressure and heart rate, which were within normal limits (bp 136/72, hr 94). A blood glucose strip was tested and it was 168. Ultimately the pt was put in inpatient holding and monitored by the special procedures department. After the time in inpatient holding, all vitals were continuously fine and pt was cleared to go home. Later during the day after the scan was read, it was discovered that air was found around the heart. Air estimiated to be 30-60cc.